Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the system hard drive. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 6800 miniview fluoroscopy system was slow to respond to image retrieval commands, displays incorrect image when switched between monitors.